Event description:
A physician reported that once the intraocular lens (iol) was implanted, a foreign material was observed on the trailing haptic. The iol was removed during surgery because the foreign material could not be removed by irrigation & aspiration. When iol was removed, the trailing haptic was checked, and it (trailing haptic) was clearly attached. The doctor said that the lens seemed to have melted. The surgery was completed after replacing the iol with another one in an initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Incomplete device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows one damaged haptic. Iol returned in three pieces wrapped in gauze in a petri dish, the three pieces are adhered to each other. Solution is dried on the iol. One haptic is broken torn and not returned, the other haptic is intact. The optics is cut in three and scratched/marked-rejectable. Evaluation of foreign material and the haptic cannot be performed as neither are returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The torn material from the haptic tip may have been interpreted as "foreign material". The lens case base comes into view over the eye, the intraocular lens (iol) haptic tip is damaged. The surgeon removes the iol with tweezers, the iol is inserted into the cartridge and the iol is implanted into the eye. As the iol unfolds, the damaged haptic tip is seen. The video shows the haptic tip to be damaged as the lens is removed from the iol case. The root cause is potentially manufacturing related. If the iol becomes misaligned in the lens case, iol damage may occur. The manufacturer internal reference number is: (B)(4).